Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer was in the ICU at the time of the call, and was unable to troubleshoot. The caller attempted to troubleshoot, but the insulin pump alarmed motor error during the rewind. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with frozen display due to corroded electronic assembly and motor. Unable to perform functional testings including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Unable to verify motor error or battery out limit alarms due to frozen display.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.